Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left knee revision approximately four years post-implantation due to femoral subsidence and tibial insert wear. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g4): femoral reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00307 and 3007963827-2023-00308. D10 medical devices: articular surface fixed bearing ultracongruent (uc) left 11 mm height catalog#: 42511200611 lot#: 63408354. All poly patella cemented 41 mm diameter catalog#: 42540000041 lot#: 62631315. Tibia cemented 5 degree stemmed left size h catalog#: 42532008301 lot#: 63770998. Stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 63927963. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision due to femoral subsidence and tibial insert wear. No additional patient consequences were reported.